Event description:
Ous MDR - the patient had loss of pacing threshold and sensing. Home monitoring with sensing < 2.0 mv. The patient was hospitalized on the same day ((B)(6) 2014 for inactivation of the ICD and pacemaker function). X-ray showed dislodgement of the rv lead. A revision was scheduled for the next day. It has not been confirmed if that revision was completed. The device has not been returned for analysis. Ca (B)(6) 2014 - the lead is still actively implanted and was not returned to biotronik.

Manufacturer narrative:
The device is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn for the time being. The analysis will continue as soon as new information is available.